Manufacturer narrative:
The pump was received with a cracked case behind the pump at the battery compartment and broken battery tube threads. Pump also received with a blank display due to the broken battery tube threads do not allow the battery cap to lock securely into place. Unable to perform the displacement test due to the blank display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump was damaged. The patient¿s blood glucose level was unknown at the time of the incident. Pump had bit that hold battery in place is cracked, the screw to hold battery down keeps popping up and keeps alarming because not instant contact. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was expected to be returned for analysis.